Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified however it is likely that the defect of image guide tube coat peeling (more than 1mm2) was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: the instruction manual¿ chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the fiberscope exhibited the coating of the image guide was peeled off more than 1 to 2mm. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.